Event description:
It was reported that the patients ipg was experiencing difficulty communicating with the remote. It was also noted that the patient does not feel any stimulation. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was kept by the facility.